Event description:
As part of the (B) (4) study, the pt reported that the surgeon implanted a micl 12.6mm implantable collamer lens on (B) (6)2008. The pt is experiencing glare and too much reflection. Brightness is a problem. Wears sunglasses to improve vision. The lens remains implanted. Further info has been requested but none has been forthcoming. A supplemental medwatch will be filed when further info is available.

Manufacturer narrative:
(B) (4), glare, reflection, brightness: eval method - lens work order search. Results - (other): lens work order search was performed and no similar complaints were found within the same work order. (B) (4).